Manufacturer narrative:
Correction d4 - serial no, catalog no and unique identifier were updated based on the returned product.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was giving occlusion errors and the customer was hospitalized twice for hyperglycemia. The caller reported that they were hospitalized in september 2022 and in november 2022 due to occlusions within the device. On both occasions the customer attempted to deliver a bolus of approximately 10 units, and received an occlusion error. The customer disconnected the infusion set from the body and tried to deliver a bolus and the error message still occured. The customer experienced hyperglycemia and went to the hospital. The blood glucose results obtained at the hospital were not provided. For both events, the customer was admitted into the hospital and treated for hyperglycemia, however the type of treatment provided was unknown. It is also unknown how long the customer was hospitalized for each event.